Event description:
It was reported the hf-resection electrode's tip was bent. The issue occurred during preparation for an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the hf-resection electrode's tip was bent due to improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.